Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the pump's basal-iq software was not suspending insulin as intended. Customer¿s blood glucose level was 40 mg/dl to 60 mg/dl. Reportedly, customer required assistance from parent to treat bg level via consumption of carbohydrates. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.